Event description:
Additional information was received on (B)(6) 2017 from a consumer reporting that the patient met with a nurse who adjusted programming. Patient weight was asked but not made available. No further complications were reported.

Event description:
The patient reported that they want to get in contact with a manufacturing representative because the vibrating is back into their ribs. The patient noticed the issue a couple of days ago. They noted that it is causing problems in their back where they can¿t stand up straight, and walk bent over. The patient mentioned that this has happened intermittently and frequently since they were implanted. They stated that their nurse told them it is probably due to swelling going down, and from the implant adjusting and healing. It was noted that the patient was at their summer home; therefore physician listings were sent to the patient to help them get in contact with a manufacturing representative in the area. No further complications were reported. The patient was implanted for post lumbar laminectomy syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.